Event description:
Legal claim received. It does not report the reason for the complaint, but it does indicate that patient may have been revised. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated there was grayish debris, some debris fill fluid and osteolysis.

Manufacturer narrative:
Corrected: implant date. Depuy still considers the investigation closed

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.